Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of eye irritation and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
A) in the previous report the b5 verbiage was update for recall device which is being updated as- the manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging eye irritation and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. At this time medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. B) in addition, the "problem code grid" is updated to insufficient information.

Manufacturer narrative:
Additional information was received on april 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient previously is alleging of eye irritation and respiratory tract irritation. There was no serious patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 1 error code found. The secondary findings were observed. The third-party service center concludes there was no visible foam degradation. Box h6 has been updated.